Manufacturer narrative:
Updated: d2a common device name: 1lyrtr 16fr10ml100% siltmp snp, d4 catalog number: uro175816t, d4 lot number: 0332311a070, d4 primary unique device identifier (UDI) number: (B)(4). D9 returned to manufacturer: check marked box. D9 date returned to manufacturer: 1/23/2025. H3 device evaluated by manufacturer: yes. H6 type of investigation: code 10. H6 investigation findings: code 4256.

Manufacturer narrative:
According to the customer on 11/18, the sample port came off on insertion of the syringe. The foley was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 11/18, the sample port came off on insertion of the syringe. The foley was replaced.